Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a procedure, the surgeon received minor burns. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. Visual inspection found no damage to the device. The device was plugged into a 40k ohm test box and activated in both the cut and coag mode with satisfactory results. The device plugged into a generator and activated normally. The device was hipot tested with satisfactory results indicating no electrical leakage. The investigation found the device to function normally and within specifications. The instructions for use (IFU) states, confirm proper electrosurgical generator power setting before proceeding with surgery. Use the lowest power setting to achieve the desired surgical effect. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.